Manufacturer narrative:
Additional information: analysis of the returned device shows that functional evaluation found the instrument would partially/intermittently engage. Unable to remove instrument screw to determine root cause of concern. The observations are consistent with instrument wear.

Event description:
It was reported that during an unknown spinal procedure, the milling cutter/process did not work for the disc. No further details are known at this time.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.